Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Undersensing during vt episode and possible lead noise during vf detection. Also, vt events marked as vs events prior to detection. Other device parameters in range. The device remains implanted. The lead is OEM.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The available iegms revealed very small amplitude values, which most likely led to the undersensing mentioned in the complaint description. In particular, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be faultless. The ICD was subjected to a complete final acceptance test and proved to be within specification. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.